Manufacturer narrative:
Patient date of birth unavailable at this time.

Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead. The following spectranetics tools were in use during the procedure: 16f glidelight, tightrail, visisheath, and lead locking devices (ldl's). During extraction of the lv lead, an effusion was seen in the rv, but improved after the lv lead was removed with no additional intervention (please refer to MDR # 1721279-2019-00077 which captures the effusion detected in the rv during removal of the lv lead). Next, the physician attempted to remove the rv lead with the 16f glidelight and lld. However, during the extraction, the patient's blood pressure dropped, and an effusion was noted via tee. Rescue efforts began immediately. A mid superior vena cava tear was discovered. The repair was successful and the patient survived the procedure.